Event description:
It was reported that the pt underwent a cervical procedure at c3/7 with anterior fixation for degenerative disease. The bone screw head could not be placed under the washer; therefore, the washer could not lock the screw properly. A surgeon tried the second time, and same issue occurred. The screw was implanted without the locking mechanism locked.

Manufacturer narrative:
Device was not returned to the MFR for evaluation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs. Unable to determine that cause of the event.